Event description:
It was reported that this pacemaker device is suspected of behaving in a manner consistent with premature battery depletion (pbd). In 2022, the remaining battery longevity was 12.5 years, and currently the remaining battery longevity is now 2 years. A request was made to have data from this device analyzed. A technical service (ts) advised to send them the device data for review. At this time, no information has been received to review. The device remains implanted. No adverse patient effects were reported. At this time evidence suggests that this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.